Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user slipped on ice, causing external physical damage to the ilet with a broken or cracked screen, and the user had paused insulin for a shower and forgot to un-pause afterward; a replacement ilet was provided and instructions were given for shutdown, data sync, and return. Symptoms included hyperglycemia, with a reported highest glucose of 291 mg/dl and approximately one hour above range, without ketone testing, backup therapy use, medical intervention, or adverse clinical effects. Outcomes included no injury, no emergency care, and continued cgm use via the dexcom app or receiver. Investigation included troubleshooting and education with confirmation of device shutdown, data handling expectations, and logistics for replacement and return. Investigation of the device revealed damage due to accidental impact, consistent with external physical damage to the pump housing and screen, with no alerts or alarms reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.